Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical comment, it was thought that a pseudoaneurysm caused by the annular rupture resulted in cardiac tamponade.  The cause of the annular rupture is unknown; however, patient factors (bulky calcification on ncc) may have contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry, on post-operative day (pod) 13 after a transapical tavi procedure, the patient passed away suddenly due to rupture of pseudoaneurysm caused by annular rupture. Balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon catheter and a 29 mm sapien 3 valve was deployed with 2 ml less than nominal volume. The patient was doing well after the tavi procedure. Pod 13, the patient was found to be in cardiopulmonary arrest. Resuscitation was performed, but the patient did not respond to the treatment and the patient expired. As per the medical comment. No complication was determined by final angiography and the tavi procedure was completed. However, an annular rupture was suspected by autopsy. The patient was thought to be doing well without symptoms but the patient died suddenly within 30 minutes from no symptom observed; therefore, it was thought that a pseudoaneurysm caused by the annular rupture ruptured resulting in cardiac tamponade.